Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of birth - 1957. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00529 / 0001825034-2016-02447). Product remains implanted.

Event description:
A patient enrolled in a clinical study experienced left hip dislocation approximately twenty-one days post-implantation. The patient underwent a closed reduction procedure on an unknown date.